Manufacturer narrative:
The device was returned, decontaminated and visually investigated. Upon visual inspection, this complaint has been confirmed. The tip was returned with a loose heat shrink. Because the condition of the returned tip, an insulation and functional test could not be conducted on the returned tip. The heat shrink is damaged from the distal end to the tip. No signs of arcing or thermal damages were noted on the device. The minor damages observed on the heat shrink, line up very close to the hinge point of the jaws. For final inspection requirements, all devices are 100% inspected for damages and imperfections. It is not likely that the device left microline inc in this condition. This complaint is confirmed. Unable to determine the root cause. A possible root cause may be due to the device contacting with another instrument.

Event description:
While performing a laparoscopic cholecystectomy, the surgeon noticed that the heat-shrink on the renew traditional maryland dissector forceps tip was no longer there. The heat-shrink fell off the tip into the patient. The surgeon and the scrub nurse were able to locate the entire heat-shrink piece and retrieve it. The procedure and anesthesia time were not extended. There was no harm to the patient.